Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It is reported that a leak occurred. During an atrial fibrillation ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected. During the procedure, after placement of the faradrive sheath into the left atrium, and after four to five exchanges with a non-boston scientific (bsc) mapping catheter and farawave catheter, the bleed back valve partially failed. Blood was leaking out of the bleed back valve when there was no catheter in the sheath. No air was noticed in the sheath, nor in the patient. The bleed back valve was believed to have been damaged. The faradrive sheath was replaced and an alternate device was used. No patient complications were reported.